Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 1581 competitor implantable tachy lead: (B)(6) 2005. D284trk implantable cardioverter defibrillator (ICD): (B)(6) 2009. (B)(4).

Event description:
It was reported that during a lead revision procedure for a competitor right ventricular lead, the left ventricular (lv) lead was damaged during the extraction. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.